Event description:
Left-side balloon migration reported. Explant and revision planned to be completed in following month. Prior to explant, an unscheduled balloon adjustment was completed, removing all fluid from each balloon.